Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in the emergency room, dizziness and near syncope symptoms were observed. The patient had very low heart rate and an interrogation was requested. Interrogation of the device revealed intermittent noise oversensing, varying pacing impedance, and varying capture thresholds. Programming changes were made and patient was kept under observation. The lead was capped on (B)(6) 2019 and was replaced. The patient was stable.